Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings of 400 mg/dl. The caller also mentioned that they had a bent cannula. The customer declined to troubleshoot for the event. The insulin pump or infusion set will not be returned for analysis.